Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing had detached at the tubing connector, as it was stuck in a table. The site location was the patient's abdomen, and the pump was on the left side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.